Event description:
The customer reported via phone call indicating that the insulin pump had a cracks on casing and reservoir compartment. Customer's blood glucose was unknow mg/dl. The customer was advised to discontinue use of the device and revert to a back up plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube and cracked case at the lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.